Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while drilling the proximal interlocks during a femoral nail procedure the surgeon was using an ex retrograde/antegrade femoral nail and sd static targeting handle, the 4.2 drill bit was hitting the nail. The black sd static targeting handle was removed, and the surgeon continued the drilling procedure by freehand technique without the black sd static targeting handle. The drill bit passed through the nail's hole properly and without further incident. The surgery was completed with a 5 minute delay, due to the event. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional x-rays were taken due to complained event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the drill is loaded superior, the drill bit hits the nail's inferior. When the drill bit is loaded posterior, the drill bit hits anterior.

Manufacturer narrative:
A manufacturing evaluation was completed: the device is in average condition; only minor sign of wear along edges where the anodizing has worn off. The static holes on the sd357.019 were inspected using gp23 and were found to be in specification at diameter 12.01. Specification on the print is diameter 12.036 to 12.0. There is no visible damage on the sd357.019 that cause the complained condition. The mating part 03.010.063 was also returned with the complaint. The shaft diameter was measured with om153 and found to be within tolerance at diameter 11.97. Acceptable tolerance range for this part is diameter 11.98 to 11.96. The complaint could not be reproduced and sd357.019 was manufactured to print, therefore this complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A visual examination of the device was performed with no noticeable anomalies noted. The static holes on the device were inspected and were found to be in specification at diameter. There is no visible damage on the device that might cause the "wiggle play" listed in the complaint. The mating part of the device was also returned with the complaint and fit smoothly with the complained part. The shaft diameter was measured and found to be within tolerance. The design of the device was reviewed was and determined to be adequate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.